Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized while she was in (B)(6) due to high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that she thought it was her fault because she had not packed enough insulin. She also reported that the insulin pump alarmed no delivery. She noted that the weather was extremely hot, and she was unsure whether the heat had affected her insulin or not. She had treated with the insulin pump and that was when she observed the alarm. By the time she realized she had had high blood glucose, she had already run out of insulin. She said she treated by just drinking water and dealing with it until she was hospitalized. Her blood glucose reading by the time of admittance was 253 mg/dl. The customer had disconnected the device upon receiving the alarm. She declined troubleshooting for high blood glucose. Nothing further reported.